Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:occurred during an ileum diverticular resection. There was a problem unloading the device. The device locked on tissue and needed to be forcefully removed. This resulted in a component breaking off the device, the sulu, it did not fall into the patient cavity. They opened another device to complete the case. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device single use instrument. Visual inspection of internal components revealed sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.